Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to a herniation of the existing pressure regulating balloon (prb). The existing prb was explanted and replaced as a result. The patient was reported to be doing well after the procedure. The explanted prb is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.